Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to suspected early elective replacement indicator (eri). It was reported that the atrial lead exhibited unstable impedance, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Analyst commented, atrial impedance varies since (B)(6) 2013. Measurement values vary from 416 to 1840 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d144drg ICD, implanted: (B)(6) 2009. (B)(4).